Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining erroneously elevated troponin (accutni) results within the risk stratification range on nine (9) patients' samples generated by the access 2 immunoassay system. Qc also resulted > 2 standard deviation (sd) high for all three levels. The samples were repeated on the customer's alternate instrument. All repeated results yielded lower; eight (8) were within the normal reference range and one (1) within the risk stratification range but outside of assay precision claims. It is unknown whether there was patient injury requiring medical intervention or change to patient treatment attributed or connected with this event. This information has been requested but not supplied to date.

Manufacturer narrative:
The samples were collected in plastic tubes. The sample type and centrifugation data was not supplied. Per customer supplied data, all levels of accutni qc were out of established ranges on the day of the event. Qc data prior to that date was requested but not supplied to date. No system check data was supplied to date. The customer obtained a failing calibration for accutni on the day of the event. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event and found a bent aspirate probe and replaced it. The fse also replaced the peri-pump tubing and substrate probe. The fse performed alignments and serviced vacuum system and motor speed. The fse also performed a system check and a high sensitivity (hs) system check. All portions passed specifications and all three levels of qc were run and passed. The fse confirmed the root cause of this event to be the bent aspirate probe.

Manufacturer narrative:
(B)(4).